Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva bag 500ml in leaked at the corner of the bag. The event was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured from july 05, 2018 - july 06, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no leak was observed from the returned sample. The reported problem was not verified. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.